Event description:
Patient reported that in october she was hospitalized with bg values "over 600", gastroparesis, vomiting, lethargy, dehydration and confusion. Patient was not able to recall the specifics surrounding the hospitalization. The patient was wondering if the insulin from the v-go was going into her correctly because the hole from the needle was not puncturing her skin. The patient stated she was hospitalized for 3 days. The patient reported filling her v-go's with humulin-r u-500 insulin pens.